Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3 short external hex parallel walled implant, 5mm(d) x 6mm(l) (boes506) was returned for investigation. Visual evaluation of the as returned product identified no malfunction but it did have signs of use and bone attached. However, the boes506 was reported to cause necrosis. The devices could not be functionally tested for the reported event/failure (medical other). Pre-existing conditions noted on the per were disease, penicillin, and low bone density (type IV). The reported device was at tooth location 47 (fdi) for approximately 3 months. DHR review was completed for the subject lot number, 1236926. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: medical other. Therefore, based on the available information, device malfunction has not occurred, and the reported event could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided.

Event description:
Doctor reported necrosis , implant removed.